Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables/adjust belt) has been confirmed. Upon investigation, the cable connecting ECG "a", ECG "b" and the front te was pulled from the strain relief, damaging the j703 cable connectors at the distribution node pca. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wire solder connection in the distribution node. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
9/23/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient's electrode belt had damaged cables and that the patient was experiencing "adjust belt" messages.